Event description:
Underdelivery reported: the pump was programmed in the pain mgmt continous only mode of delivery to infuse demerol 1.0mg/ml with bupivacaine (concentration unspecified) at 12.0mg/hr. It was reported that the bag was hung at 1600 hours. According to the customer contact, 24 hours later at 1600 hours, the bag was still full and the display read "3.45mg infused". That morning at 0800, the pt rated the pain as 7 on a 1-10 pain scale. The nurse at that time neglected to check the infusion. Though requested, there was no info available.